Manufacturer narrative:
The clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned clamp was intact with no apparent physical damage. The adjustment screw opens and closes the clamp per design. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the clamp was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the clamp tall was loose. No patient was present at the time of the event.